Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the bladder in a smiths medical cadd medication cassette broke during compounding. It was reported that leaking was noticed during airing out of the cassette, after medication was added. Per reporter there was no patient involvement.

Manufacturer narrative:
Returned device was found to have a leak detected in the ay bag specifically located in the top corner near the pump tube connection. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.